Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 407658 implantable pacing lead: (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4) the full lead was returned and analyzed. The primary analysis finding noted the proximal conductor was fractured (in-vivo) flexed. The proximal conductor was not obstructed with blood. Lead was returned with the helix stuck/lodged in the channels of the sleeve head. Helix extension/retraction/length testing could not be performed.

Event description:
It was reported that the right atrial (ra) lead had high threshold, high impedance, and low sensing value. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.